Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent operation with the sensor. No patient impact of consequences were reported.

Event description:
The customer reported intermittent operation with the sensor. No patient impact of consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data: b3. Date of event corrected from (B)(6) 1901 to (B)(6) 2020 h3 other text : device not returned.